Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation, the rubber stopper on a bd vacutainer® sst ii plus plastic serum tube ¿fell deep into the tube.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed as the tubes and stoppers exhibited zero defects. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and all samples met specifications. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing molding issue with the stopper.